Manufacturer narrative:
(B)(4). It was reported by the customer that the pump was replaced to resolve the reported issue.

Event description:
Covidien received informtion stating that during patient use, an abnormal noise was detected from the pump of the ht50 ventilator. Although the ventilator did not stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences reported.